Event description:
It was reported, pt's rep stated that "the femoral component of her 1997 total right hip replacement had become loose, that the beads of the prosthesis were loose in the bone, and that she had osteolysis."